Event description:
It was reported that the customer was rushed to the emergency room due to complaints of weakness and chest pressure. The labs revealed that the customer was suffering from hyperglycemia, metabolic acidosis, and mild leukocytosis. Later the doctor determined that the patient was suffering from diabetic ketoacidosis. A month later, the customer was again admitted with similar complaints and problem. The physician examined the insulin pump and the customer was told to discontinue the use of the insulin pump for it may not be functioning properly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.